Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation. Device not returned.

Event description:
It was reported through counsel for the plaintiff that allegedly the titanium plate that was implanted on unknown date broke and required revision surgery on (B)(6) 2013.

Event description:
It was reported through counsel for the plaintiff that allegedly the titanium plate that was implanted on unknown date broke and required revision surgery on (B)(6) 2013

Manufacturer narrative:
This emdr is a duplicate. All relevant information will be report on emdr 8031020-2013-00106. This file will be closed.